Event description:
Edwards received notification that a patient with am unknown model mitral valve underwent a valve-in-valve procedure after an implant duration of four (4) years and four (4) months due to calcification leading to stenosis. The patient presented with heart failure. A 23mm transcatheter valve was implanted with excellent result. It was planned to discharge the patient the day after the procedure.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional narratives updated h6 per new information received a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.